Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose was unknown mg/dl. The customer was treated manual but mostly with insulin pump. The customer feels ok to troubleshoot. The customer was advise after the troubleshooting was performed that the insulin need to be replaced due to motor error alarm. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.